Event description:
I have used renu with moistureloc since 06/05 at the recommendation of my eyecare provider. I have suffered from an eye infection in both eyes that required medicated eye drops. The symptoms included: redness, itchiness. Excess discharge, blurred vision and contact lense becoming dislodged during use. I used acuvue oasis soft lenses and change them every 1 to 2 weeks. I would like to get tested for the fungal infection.